Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 476 mg/dl. Customer had symptoms of nausea, dizziness, shortness of breath and chest pain. Reason for hospitalization was not yet determined. Customer was wearing insulin pump at the time of hospitalization. Customer reported that healthcare professional advised that insulin pump was not delivering insulin and customer was taken off of insulin pump. Customer was treated with insulin drip and manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.